Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed prime alarm during basic occlusion test due to protruded and loose drive support disk. Unable to perform the occlusion test and excessive no delivery test due to the prime alarm on the insulin pump. Insulin pump passed displacement test. Insulin pump had a minor scratched display window, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump alarmed after changing the set. Customer stated that the insulin pump was dropped prior to the error alarm. Troubleshooting was performed and the drive support cap was noted to be sticking out. Customer's current blood glucose reading is 600 mg/dl. Nothing further was reported.